Event description:
The pt was implanted with a left ventricular assist device (lvad). The hosp reported that the pt was admitted on (B)(6) 2013 for a driveline site infection with cellulitis, wound cultures found pseudomonas aeruginosa. The pt was without systemic symptoms. The pt was placed on cefepime to be continued for 6 weeks. The pt was discharged. On (B)(6) 2013, the pt was readmitted for hematuria and shortness of air. On (B)(6) 2013 the hematuria was thought to be mild hemolysis. A clot was reportedly seen in the lvad through a cta of the head, neck and chest. The international normalized ration (inr) was reportedly subtherapeutic. The pt was discharged home on normal medications once the inr was within goal. On (B)(6) 2013 the pt was re-admitted for the driveline infection. When the pt was being discharged after treatment, he was found to have experienced unilateral weakness, slurred speech, and drooling which reportedly was likely caused by clot forming within the lvad system due to a subtherapeutic inr. The pt underwent thrombectomy with local lytic therapy. Echo demonstrated a residual clot. The pt was continued on anticoagulation and developed hemorrhagic conversion overnight with midline shift. He became unresponsive and required vasopressor therapy. Neurology consult established him to be brain dead. The pt expired on (B)(6) 2013. The pump was not explanted.

Manufacturer narrative:
The report of driveline infection, hemolysis, pump thrombosis and bleeding could not be confirmed and a correlation to the device could not be conclusively determined without a full eval of the product. The pump was not explanted. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.